Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device were not reported to paragon 28. At this time, devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported a patient with an implanted ttc nail experienced an infection post-operatively. The nail was implanted through a competitors custom 3d printed device. A revision surgery was planned, but not performed due to corona virus (covid-19) complications with the patient. The information received at the time of this report indicated that the initial reporter did not believe the infection to be caused by the paragon 28 ttc nail implant, however no definitive report or conclusion has been recieved from a persons qualified to make a medical judgement.